Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products ¿ carto 3 system (us catalog # fg540000, serial (B)(4)). Smartablate generator (us catalog # m490007, serial (B)(4)). Smartablate pump (us catalog # m490008, serial (B)(4)).

Event description:
It was reported that a patient underwent a redo ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered respiratory failure and death. Procedure was completed without incident. Approximately 90 minutes post-procedure, the patient expired secondary to unspecified respiratory issues. No autopsy report is available. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. It was noted that the patient¿s health may have been too compromised to handle the procedure. Since the patient expired as a result of the adverse event, this is MDR reportable.